Event description:
It was reported that a patient experienced fluid loss from "stress relief" with his artificial urinary sphincter (aus) balloon.

Manufacturer narrative:
Combination product? - corrected.b3: event date is an estimate.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that a patient experienced fluid loss from "stress relief" with his artificial urinary sphincter (aus) balloon.